Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. Sensor plug was properly seated in mount, and the adhesive was returned. Extended investigation has been performed for the reported complaint. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and no abnormalities were found. The investigation showed all processes were effective. No product deficiency was identified.

Event description:
Customer reported experiencing skin irritation, believed to be an allergic reaction, while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date she had contact with a healthcare provider and was prescribed unspecified antibiotics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed in is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed in is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing skin irritation, believed to be an allergic reaction, while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date she had contact with a healthcare provider and was prescribed unspecified antibiotics. There was no report of death or permanent injury associated with this event.